Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit activated functions or features that were not chosen by the customer and also the pedal was not working. There was no patient involvement. No further information available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device generator was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification, as received. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.